Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-1400f-85 arthrex® flexible reamer with flexible guide pin 8.5mm have a spade tip. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information available ¿ which may include the returned device (if applicable), photographs, videos, event description, and any additional details provided from the field ¿ arthrex has determined the most likely cause of the reported issue. The failure appears to be the result of misuse, specifically due to prying and leveraging the device in a manner inconsistent with its intended use. This likely led to the application of excessive force, causing mechanical deformation of the reamer tip.